Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue of autoreducing/loss of stimulation was confirmed. Analysis of the return extension found all internal wires were broken on the lead body near the terminal end. This fractured wire is consistent with an overstress condition or sudden event the extensions were subjected to while still in vivo.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Event date is estimated.

Event description:
It was reported patient experienced ineffective therapy and was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. As such surgical intervention took place where the extension was explanted and replaced. Reportedly effective therapy was restored.